Manufacturer narrative:
(B)(4): on examination, there was visible moisture behind the display lens. On testing, the pump does not power on. The pump underwent leak testing; a leak was noted in the case seal. The pump cover was removed; there was moisture present inside the pump. Adequate pump testing was not possible due to lack of power.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).